Event description:
According to the customer: "during the exit of the epidural catheter (perifix one 401 filter set) from the patient's body, the tip of the catheter was cut off for no particular reason."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.